Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The blood glucose level was unknown. The customer reported that there was another pump error was displayed on the screen. The troubleshooting was performed for critical pump error and other pump error. The customer reported that the insulin pump was damaged. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on electrical board. Unable to confirm a broken force sensor was detected during seating or regular delivery alarm due to critical pump error alarm. Device also received with cracked case(battery tube) and cracked battery tube threads.